Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of air and water leakage was confirmed. Device evaluation found that due to a pinhole on the bending section cover, water tightness was lost. The additional evaluation findings are as follows: adhesive on bending section cover had a chip, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to a dent on channel tube, forceps cannot be inserted smoothly, due to a dent on channel tube, channel cleaning brush could not insert smoothly, the venting connector of light guide connector was loose, image guide bundle had significant breakages, connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the oes bronchofiberscope was inspected before use and had an air and water leakage. There were no reports of patient harm. During evaluation of the returned device, it was found that the connecting tube had coating peeling of at least 1 square millimeter and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely peeling was caused by stress of repeated use, external factors, or handling of the device. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.